Event description:
The device was connected to a pt through a 4-wire ECG cable, for purposes of routine monitoring. Reportedly, the device displayed the pt ECG as dashed lines. Another device was made available and used.